Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the display on the infusion device is missing some pixel lines and pixel columns. Pt stated no misinterpretation of insulin amounts is possible. Preliminary results show the display is broken due to a mechanical impact and the broken display can lead to misinterpretation of insulin amounts. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.